Event description:
On 7aug2024, distributor, progressive medical inc., reported that upon opening a box of vial2bag advanced® 20mm admixture devices, 9 units in a box of 50 were observed with damaged primary packaging breaching sterility. The vial2bag devices were not used and there was no harm to reported.

Manufacturer narrative:
This complaint is currently under investigation. The device has not been returned for evaluation, however, a photograph was provided with visible deformities as reported. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Unique device identifier (UDI) number corrected. Complaint is currently being investigated by manufacturer. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.